Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct xience v stenting procedure in the proximal circumflex artery with one 3.0 x 12 mm stent and in the proximal left anterior descending artery with one 3.0 x 12 mm stent. Upon routine follow-up, it was discovered that the patient expired on (B)(6) 2010. There are no details available and the cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 12 . Other: clopidogrel, aspirin. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It was reported that the procedure was performed via direct stenting (no pre-dilatation). It should be noted that the xience v IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. It is unknown if the reported IFU deviation contributed to the reported incident. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.